Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported tissue appears to be due to user technique (grasping technique). The reported tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage, requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During grasping with the first clip, the p2 leaflet at the lateral portion was damaged and mr worsened. The clip was then implanted at medial p2. A second clip was implanted lateral of p2 to cover the damaged leaflet. Mr was reduced to grade 2. No additional information was provided.